Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer's blood glucose (bg) level was 290 (mg/dl) due to recently eating breakfast. Reportedly, the customer had delivered a bolus via the pump and the customer stated the bg level should be going down. Reportedly the customer would continue to use the pump for insulin therapy.